Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and subsidence. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: transforaminal lumbar interbody fusion, l4-5 with rhbmp-2/acs, bone graft matrix and local bone grafting; posterior spinal fusion, l4-5 with instrumentation rhbmp-2/acs, bone graft matrix and local bone grafting. Pre-op and post-op diagnosis: degenerative disk disease; discogenic low back pain. As perop notes: ".. End plates were prepared with a rasp, after which we trialed a 12 x 22 mm cage which was noted to be acceptable. We then packed the anterior aspect of the disk space with a combination of local bone, rhbmp-2/acs and bone graft matrix, and then packed the cage with rhbmp-2/acs and bone graft matrix. The cage was tamped completely across the disk space. Fluoroscopic image was obtained and noted to be acceptable. The facet on the left along with the transverse processes at l4-5, and laminar surfaces on the left were decorticated. We copiously irrigated the wound with 6 liters of antibiotic solution. We then placed our bone graft into each of the lateral gutters consisting of rhbmp-2/acs, bone graft matrix and local bone, and also supplemented this with graft bone and demineralized bone matrix.. The patient tolerated the procedure well and was returned to the full supine position, was awakened, extubated, and taken to the recovery room in stable condition."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.